Manufacturer narrative:
Missing manufacture date. Parts not returned and issue was resolved by site.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case the system booted up and stated initializing collimator. Site rebooted the system and the issue resolved. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.